Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for follow up in clinic in backup vvi mode. After a device download, normal device function resumed. The patient was asymptomatic.